Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection at their lead site. The evoke scs system was explanted to resolve the reported event.